Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general device change-out procedure, when this newly implanted pacemaker was connected to the patient's existing right ventricular (rv) lead, a low out of range pacing impedance measurement of 200 ohms was observed. The physician decided to still implant the pacemaker and it remains implanted and in service. No adverse patient effects were reported.